Event description:
A malfunction alarm occurred with the customer's device. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur afterward. The customer was informed that they could continue using the pump and advised to contact support again if the issue reappeared, which the customer understood and agreed to do.